Event description:
On (B)(6)2014, the reporter contacted lifescan USA, alleging inaccurate result of "137 mg/dl" as compared to another meter's reading of "112 or 116 mg/l". The tests were performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.